Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer changed the infusion set the night before, the following morning the blood glucose was checked after breakfast and it was high. Customer stated the infusion set cannula was bent. Customer was assisted troubleshooting for bent cannula but declined troubleshooting high readings. Customer was advised the infusion set will be replaced. The infusion set will be returned for analysis.